Event description:
Patient allegedly received an implant via the right femoral vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging device tilt, vena cava and organ perforation, dvt, caval thrombosis. Patient notes and further alleges "on blood thinner for life", depression, anxiety. Per the (B)(6) 2019 venogram left leg; venacavogram; placement of tpa infusion catheter: "I did an ascending venogram of the left superficial lateral femoral vein, showing 2 areas with minimal thrombus, nonocclusive". "I was able to get a wire through the occluded left iliac vein into the inferior vena cava at the site of the ivc filter. I did a venacavogram here, showing thrombosis of the distal ivc beyond the ivc filter". "Venacavogram at this level showed a patent vena cava, patient renal veins. I then had a wire through the occluded ivc and iliac vein. I placed an ekos catheter in this area. It was a total 106 cm length with a treating length of 50 cm. This included the superficial femoral vein where the thrombus was noted in the 2 areas, all the way through the occluded iliac and inferior vena cava". Per the (B)(6) 2018 CT abdomen without contrast: "inferior vena cava filter is present, tip well positioned inferior to the renal veins with 12 degrees right lateral angulation and I 0 degrees anterior angulation of the superior filter tip relative to the vena cava axis and 6 mm protrusion of distal struts. 2 medial struts contact the adjacent aortic wall". Per the (B)(6) 2019 percutaneous thrombectomy, left common iliac vein, inferior vena cava; angioplasty, left common iliac vein and inferior vena cava; removal of tpa catheter: " I did a completion venogram showing no dvts in the left leg. There was still occlusion of the left common iliac vein and ivc up into an ivc filter which was placed in the past. Beyond the filter the ivc is patent. I ran the angiojet catheter through this area infusing about 5 mg of tpa, let that sit for about 20 minutes. Then ran the angiojet catheter back through that area. I tried to remove as much clot burden as possible. At this point completion venogram showed slightly improved flow through this area. I decided to angioplasty this area with an 8 x 10 balloon, which slightly improved the flow through this area. No further procedures were done at this time".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation, deep vein thrombus, caval thrombosis/occluded, tilt, lifelong anticoagulation, depression, anxiety. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported lifelong anticoagulation, depression, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Lot number is unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a computed tomography (CT) abdomen: "findings: filter type cook celect ivc stenosis no filter position below the level of the renal veins impressions the filter is tilted to the left anterior with its proximal cone against the ivc wall axial image 38 the anterior right strut penetrates 22 mm through the ivc wall coronal image 51 the anterior left strut penetrates 10 mm through the ivc wall coronal image 49 the posterior right strut penetrates 16 mm through the ivc wall coronal image 56 the posterior left strut penetrates 19 mm through the ivc wall it penetrates into a vertebra where there are chronic reactive changes. Coronal image 55. The left arm strut penetrates 13 mm through the ivc wall. It penetrates into the aorta. Coronal image 53".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: aorta perforation. The additional information regarding aorta perforation does not change the previous investigation results for organ/vena cava perforation. Catalog number is known, lot number is unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."